Event description:
Procedure: urogynecological. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, diability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence anesthesia type: general anesthesia procedure (s) performed:tension-free vaginal tape (tvt) using uretex procedure complications post uretex placement: as per pfs, outcome attributed to device: ¿pain, chronic vaginal/bladder infections, urinary incontinence, pain during sexual intercourse, urinary retention.